Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 152mg/dl. The caller stated that insulin pump alarmed. Advised the spouse that the insulin pump would be replaced. The caller mentioned that the device has been dropped and the device is cracked as well the dome sticker popped out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was received with cracked battery tube threads.